Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. Sensor plug was seated correctly. All three contacts installed properly and are free from debris. It has been determined there was no product malfunction.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor after ten days of wear and noted she had been experiencing allergic reactions since (B)(6) 2017. Customer further reported self-treating the irritation with bepanthen ointment, a skin preparation containing pro-vitamin b5. The customer further reported self-presenting to a healthcare provider who prescribed an unspecified cortisone ointment and advised the customer to use cutimed skin protectant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor after ten days of wear and noted she had been experiencing allergic reactions since (B)(6) 2017. Customer further reported self-treating the irritation with bepanthen ointment, a skin preparation containing pro-vitamin b5. The customer further reported self-presenting to a healthcare provider who prescribed an unspecified cortisone ointment and advised the customer to use cutimed skin protectant. There was no report of death or permanent injury associated with this event.